Manufacturer narrative:
Capital equipment, unit evaluated at the facility. The fse found the oil mist filter emitting a haze. Replaced vacuum pump oil and filter element. Completely function tested the system and all passed. Ran an empty chamber cycle and the process completed. The system met MFR specifications. This issue is being addressed with a customer letter, related to correction & removal.

Event description:
The customer reported an odor from the unit. The customer stated that there were no physical complaints reported. The asp field service engineer (fse) went to the facility to assess the unit and found oil mist coming from the unit.